Event description:
The alaris pumps have a main pump unit or cpu which provides the infusion controls, as well as the guardrail software features. Attached to these are the various pump modules (standard IV or syringe pumps) that have the mechanical means to infuse medications. There is an edge connector with a number of pins that provide the electrical connection/communication interface between these two devices. We have encountered multiple device problems where fluid intrudes this connection and creates a short, which then causes a variety of different failures ranging from error codes, inappropriate or absent communication, burning odor, to smoking of the devices. The failures are dependent on the amount of fluid, the duration of time in which the fluid has infiltrated the connection, and the type of fluid that is present. Alaris has not initiated any field notification regarding this specific issue but they have manufactured a new connector, which they are sending as a replacement part. The design of the connector appears to be the same and the old one, and we have a request in for more details on the specific change criteria to this to see if this is related to the fluid intrusion issue. Staff members are currently testing each device to ensure proper connectivity when a pump is received for repair in addition to the annual scheduled preventative maintenance check. It should also be noted that we have started to install the latest guardrails update today (version 8), and are testing the connection on each pump after the software upgrade is performed. A notice to staff from the nursing education team will be released regarding this issue, and an additional notification will be posted regarding checking the quality of the pump connections prior to use, and to keep fluids away from the top of the case. Photographs of the connectors on some of the pumps have been taken to use as a visual representation in this message. I will follow up when I hear back from alaris regarding these continuing issues.